Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The march 2011 navilyst complaint report was reviewed for the product family of convenience kits and the failure mode of "contamination in fluid path." No adverse trends were identified. The returned manifold was visualized and the complaint was confirmed. The foreign matter appeared to be similar to a fragment of plastic bag, but the exact source of the foreign matter was unable to be determined. Although it was located within the fluid path of the device. Its size (greater than 5.0mm squared) would have prevented it from migrating and being injected. As all convenience kits are 100% visualized for foreign matter during the packaging and boxing work steps, the employees involved with the production of the reported lot have been made aware of this event and the applicable packaging and inspection procedures have been reviewed with them. (B)(4).

Event description:
As reported during prep in the cath lab, foreign matter was noted to be in one of the ports of the 3 valve manifold packaged in the convenience kit. The device was not used, and was returned to navilyst medical for eval. This event did not adversely affect the pt.